Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.